Event description:
Hurts - vagina [vulvovaginal pain]. Hurts vagina - tampon [medical device site pain]. Tampon breaks [device breakage]. Tampon breaks coming out [complication of device removal]. Few dozen single frayed individual strands [device physical property issue]. Case description: consumer reported via social media that the tampon strings have frayed strands and break easily coming out. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.